Manufacturer narrative:
(B)(4). The device was returned for analysis. The bends (kinks) were able to be confirmed. Additionally, device analysis revealed a proximal shaft separation. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily tortuous, heavily calcified, 95% stenosed, proximal left anterior descending artery. After several attempts were made, the 3.5 x 38 mm xience xpedition stent delivery system (sds) failed to cross the heavily tortuous and heavily calcified lesion. The sds was removed from the patient's anatomy and it was observed that the hypotube was kinked. Another 3.5 x 38 mm xience xpedition sds was used successfully for treatment. No adverse patient effects or clinically significant delay in the procedure were reported. Returned device analysis revealed a proximal shaft (hypotube) separation. It cannot be confirmed if this occurred during use in the patient.